Event description:
It was reported that an unknown transfer set fell off of an unknown titanium adapter on a home patient (hp). The hp received prophylactic antibiotics for this event. Betadine had been used during the hp's set change. This report is to address the transfer set. No patient injury was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event and patient.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).